Event description:
During verification testing at the service center, the device did not alarm when a distal occlusion was present.

Manufacturer narrative:
Testing and investigation found the device did not alarm when a distal occlusion was present. This was due to worn threads on the half nut. This allowed the half nut to slip on the lead screw when occlusion pressure built. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.